Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15905. It was reported that patient was experiencing ineffective therapy. Both the leads were experiencing high impedances. To address the issue patient underwent surgical intervention wherein both the leads were explanted and replaced with a penta lead. Reportedly, effective therapy was restored.